Event description:
Malecot catheter had been placed for drainage of left side empyema post rib resection. The catheter had been slowing advanced out by the cardiothoracic surgeon. Upon removal of catheter, the drain snapped open and a portion was retained. The pt was taken to the operating room where the drain was surgically removed.